Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Carelink report analysis for (B)(4): the device for this event was not returned to medtronic. There is a save to disk data from a carelink transmission that was available for analysis. The carelink report and the save to disk data analysis shows that there is a competing rhythm that is not allowing the device to perform the left ventricular capture management (lvcm) test. The test could not complete due to the patient's high intrinsic rate.

Event description:
It was reported that the left ventricular capture management measurement could not be obtained for several consecutive days. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.